Manufacturer narrative:
(B)(4). Batch # m92f1t. The analysis results for the er320 device found that it was returned with the shaft bent and the jaws yielded; in addition, one bag with two scissored clips and one malformed clip was returned along with the instrument. No functional testing could be performed due to the returned condition of the device; however, it is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Possible causes for the damage found on the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips "scissored and were not forming correctly." It is unknown how the case was completed. There were no patient consequences reported.